Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The subject device was transferred from sorc to omsc. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the endoscopic image disappeared while the subject device was angulated for down direction. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation omsc checked the subject device and found that the reported phenomenon was duplicated. In addition, omsc disassembled the subject device and the parts were separated, it was found that there was failure in the imaging unit near the bending section. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the disconnection due to the bending operation and external factors.